Event description:
It was reported that, "pending revision of scorpio knee-4 yrs out severe osteolysis."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. Device is still implanted in pt and therefore, it is not available for eval. Should device become available, the eval summary will be submitted in a supplemental report.